Event description:
Additional information received reported that the patient was still having concerns with his device and had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that while the stimulation was turned on and off, the patient was in pain. The pain was described as a burning sensation. When implantable neurostimulator (ins) was on, it burnt more. The patient had tried to have the ins reprogrammed but that did not help. The event or symptoms occurred when he turned his ins on after the surgery for a fusion in his lower spine in 2007. It was reported that after the surgery he turned the ins on but "the vibration and sensation was different." It was stated that the ins wasn't "as effective." The patient had no device "checks" since 2005. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7434a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 377760, lot # n0030216, implanted: (B)(6) 2005, product type lead. (B)(4).